Manufacturer narrative:
Zimmer biomet complaint number cmp(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during surgery. There was no patient injury. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause is attributed to the use(r) error. Per surgical technical, it notes to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The tasp construct includes the tasp top, bottom, shim, and tibial sizing plate handle. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.